Event description:
Lenstec received an email stating "lens was implanted in (B)(6) 2025 and explanted from left eye on (B)(6) 2026 due to blurring vision."

Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. Based on the results from the investigation, the lens was returned in two pieces. Both pieces consisted of approximately half of the optic and one haptic; both haptics were intact. The cross sections of the lens were smooth and straight and appeared to be cut with a sharp object. The cut to the lens was probably made to facilitate removal from the eye. The lens surface and cross sections were clear and did not carry any cloudy / blurry appearances. Lenstec can confirm that our devices are 100% inspected at final clean and inspection department and if any surface defects were present on the lens, it would not have been packed for shipping. Lenstec can further confirm that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Manufacturer narrative:
Investigation ongoing. Once the device is received and inspected a supplemental report will be issued.

Event description:
Lenstec received an email stating "lens was implanted in (B)(6) 2025 and explanted from left eye on (B)(6) 2026 due to blurring vision."